Manufacturer narrative:
The sample was li heparin plasma that was analyzed within an hour of collection. Qc performed prior to the event was within the customer's established ranges. A system check was performed on (B)(6) 2010 and the results were within the specifications. The customer repeated all patient results during this event but the only results in question are the initial results from this patient sample. Service was offered but declined by the customer. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high ckmb result above the normal reference range generated by access 2 immunoassay analyzer for one patient's sample. The result was reported out of the laboratory, and the patient was admitted to intensive care unit (ICU). Repeat testing produced a result within the normal reference range.